Event description:
Pt had left breast reconstruction as the first stage with a tissue expander. The tissue expander subsequently leaked during radiation therapy. A 700cc, 133 mv tissue expander was used and was implanted thirteen months ago. It was removed earlier this year after the pt noted the breast was getting smaller than the other side. Dose and dates of treatment: the left chest wall received 50.4 gy in 28 fractions over 5 1/2 weeks with an elapsed time initiating nine months ago. Treatment to the left chest wall was delivered using left medial and lateral tangent fields measuring 13.5 x 21 cm, although significantly reduced by custom mlc (multi leaf collimator) blocking of normal tissues. 6 mv photons wereutilized to deliver treatment. Part way through the treatment, the patient was found to have a leak of chest wall expander. Pt is sent to another md, who drained the saline and completed 50.4 gy (gray radiology). Following 50.4 gy to the chest wall, a boost to the tumor bed was delivered for an additional 10 gy in 5 fractions. Pt received 6 mev (mega electron volt) electrons prescribed to d-max at 2 gy daily with a 20 x 20 cm cone. In summary, pt received 50.4 gy to the modified radical mastectomy scar in 33 fractions over 6 1/2 weeks with an elapsed time over approximately two months towards the end of last year.